Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve. As reported, the inflation deployment was asymmetrical. The team believed that lvot calcium and annular calcium contributed by causing more push force on inflow of balloon. The valve was able to be fully deployed. The approximate inflation/deflation time was unknown. No fluid loss was noticed. The ratio of contrast to saline in the inflation medium was 15 ml of contrast (15:85). The valve deployed in the intended location. There was no slow inflation/deflation time or any other abnormalities noted during prep. There was no damage seen on the device before or after the removal. There was no withdrawal difficulties with the delivery system and/or sheath. There was no patient injury. The patient's final outcome was noted as discharged. The provided imagery was reviewed, and the following was observed: inflation of balloon was constrained at the distal end, with distal constraint eventually overcome and full inflation achieved valve appeared adequately between markers prior to deployment. Just prior to the distal constraint of the balloon being overcome, a shadow was visible near the valve inflow that resembles a separated sheath tip.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.